Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The tip of the enf-v3 was left behind in the light source insertion port. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus video system center had the tip of an enf-v3 left behind in the insertion port. According to the initial reporter, this event was discovered following the completion of a diagnostic procedure. There was no delay in the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the enf-v3 tip was found to be left in the light source slot. The specific root cause of the enf-v3 tip being left in the light source slot could not be determined at this time. Olympus will continue to monitor field performance for this device.